Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material which could be a mixture of corrosion with foreign material was found inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 and correction to g3 of the initial medwatch. The aware date should be jun 24, 2024. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the foreign material was not on external surface of the device, it could not be removed by reprocessing. It was likely that the light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. However, a definitive root cause of the event could not be identified. The instruction manual states the inspection method associated with the event in " tjf-q190v operation manual 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.